Event description:
On (B)(6) 2026 the device was explanted due to infection. There was skin breakdown at the implant site from infection and the implant was exposed. This report refers to 9710014-2026-00261. For further information please refer to this report.